Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the pump was found to power on with a faded and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).